Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical images received and pending review. Medical records received and reviewed. Patient was in a mvc with multiple trauma. A vena cava filter was placed for bleeding complications on therapeutic anticoagulation for pe. An ivc filter was successfully deployed inferior to the renal veins with no complications. Approximately four years post filter deployment, patient was admitted to the hospital for a hip fracture that resulted from a fall. History was obtained from the patient stating that during a previous attempt to remove the ivc filter, the filter detached. The physician stated that a consult to vascular may be considered for removal of the ivc filter. A chest x-ray was performed but did not indicate anything about an ivc filter. There were no reported attempts of a successful filter retrieval. Patient status is unknown at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years post vena cava filter deployment for a history of pe, allegedly during a filter retrieval attempt a detached filter limb was identified. However, there were no reports of a successful filter retrieval. Patient status is unknown at this time.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Medical records were provided. The medical records state that during a physical approximately 4 years after a g2 filter was implanted, the patient alleged the filter broke in half during an attempt to remove the filter. No relevant reports were provided within the medical records that could confirm limb detachment or an unsuccessful retrieval attempt. Based on the medical records, the investigation is inconclusive for limb detachment and difficult to remove. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter removal: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported that during an unsuccessful vena cava filter retrieval procedure, guided fluoroscopy demonstrated two filter limbs had become detached while attempting to retrieve the filter. One detached filter limb was removed successfully; however, the second detached filter limb remained in the right pulmonary artery. Three days later a second attempt is made to capture retrieve the filter and detached limb were unsuccessfully. No other reported attempts were made to retrieve the filter or detached limb. The patient status at this time is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months post filter deployment, an ivc removal attempt was made. Multiple passes using various removal techniques including three g2 filter retrieval devices and recovery cone resulted in an unsuccessful retrieval. These multiple attempts eventually resulted in fracture and distal embolus of a small catheter fragment coming from the tip of a 5 fr flush catheter. This 2 x 2 x 5 mm "s" shaped fragment became embedded in a 4th order branch vessel from the left pulmonary artery. It was felt, the vessel with the fragment was too small to maneuver a snare in order to grasp it. After multiple attempts at retrieving this filter there was an increased amount of right tilt to the apex of the filter. A post recovery attempt venogram demonstrated no significant ivc injury, the filter was left in place, hemostasis was achieved with manual compression. Post imaging indicated a slight rightward tilt of the filter apex with left sided struts that extended outside the ivc or in the small accessory renal veins/lumbar veins and a strut detached and embedded in the ivc wall. The final ivc venogram demonstrated no significant extravasation and a stable position of the g2 filter which was anchored just below the renal veins. The following week the patient presented for a second attempt at retrieval; however, it was aborted after the pre-procedure venogram demonstrated a new clot caught by the filter. Venography of the inferior vena cava from the pelvis to the right atrium showed multiple new filling defects suggesting new thrombus in the ivc filter. Furthermore there was a slight rightward tilt to the filter apex which appeared slightly more vertical than the most recent prior study. There had been no significant change in the struts of the filter extending to the left side, either outside the ivc or in small accessory renal veins/lumbar veins. One metallic strut was embedded in the ivc wall. Therefore, the investigation is confirmed for retrieval difficulties and filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and filter tilt. Based on the provided medical records, it is unclear from imaging whether the filter limbs were outside the ivc or were in the small accessory renal veins/lumbar veins and there was a slight rightward tilt to the filter apex which appeared slightly more vertical than the most recent prior study. Hence, the perforation of the inferior vena cava and filter tilt cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2010)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that filter apex tilted, limbs perforated into organs. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. Approximately four years post vena cava filter deployment for a history of pulmonary embolism, allegedly during a filter retrieval attempt a detached filter limb was identified. Additionally, during an unsuccessful vena cava filter retrieval procedure, guided fluoroscopy demonstrated two filter limbs had become detached while attempting to retrieve the filter. One detached filter limb was removed successfully; however, the second detached filter limb remained in the right pulmonary artery and in the right lung. Three days later a second attempt is made to capture retrieve the filter and detached limb were unsuccessfully. The patient experienced pain in the right lung and the right upper thigh. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: neither the device nor images were returned. Medical records were provided. The medical records state that during a physical approximately 4 years after a filter was implanted, the patient alleged the filter broke in half during an attempt to remove the filter. No relevant reports were provided within the medical records that could confirm limb detachment or an unsuccessful retrieval attempt. Based on the medical records, the investigation is inconclusive for limb detachment, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall filter removal: - use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that approximately four years post vena cava filter deployment for a history of pe, allegedly during a filter retrieval attempt a detached filter limb was identified. However, there were no reports of a successful filter retrieval. Patient status is unknown at this time. New information received: it was reported that during an unsuccessful vena cava filter retrieval procedure, guided fluoroscopy demonstrated two filter limbs had become detached while attempting to retrieve the filter. One detached filter limb was removed successfully; however, the second detached filter limb remained in the right pulmonary artery. Three days later a second attempt is made to capture retrieve the filter and detached limb were unsuccessfully. No other reported attempts were made to retrieve the filter or detached limb. The patient status at this time is unknown. New information received: it was reported through the litigation process that some time post filter deployment, filter limb(s) allegedly detached. Additionally, filter limb(s) allegedly perforated into organs. Reportedly, the filter was unable to be retrieved during two percutaneous removal procedures, a detached limb was retrieved percutaneously and a detached limb in the right lung remains in the patient. The patient allegedly experienced sharp pains in the right lung.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four years post vena cava filter deployment for a history of pe, allegedly during a filter retrieval attempt a detached filter limb was identified. However, there were no reports of a successful filter retrieval. Patient status is unknown at this time. New information received: it was reported that during an unsuccessful vena cava filter retrieval procedure, guided fluoroscopy demonstrated two filter limbs had become detached while attempting to retrieve the filter. One detached filter limb was removed successfully; however, the second detached filter limb remained in the right pulmonary artery. Three days later a second attempt is made to capture retrieve the filter and detached limb were unsuccessfully. No other reported attempts were made to retrieve the filter or detached limb. The patient status at this time is unknown. New information received: it was reported through the litigation process that some time post filter deployment, filter limb(s) allegedly detached. Additionally, filter limb(s) allegedly perforated into organs. Reportedly, the filter was unable to be retrieved during two percutaneous removal procedures, a detached limb was retrieved percutaneously and a detached limb in the right lung remains in the patient. The patient allegedly experienced sharp pains in the right lung. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limbs perforated into organs, detached, and the device was unable to be retrieved. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. The patient experienced pain in the right lung and the right upper thigh. The current status of the patient is unknown.

Event description:
It was reported that after implantation of a vena cava filter, an issue was identified. No further information has been provided at this time. There was no reported patient injury. New information received medical records: it was reported that approximately four years post vena cava filter deployment for a history of pe, allegedly during a filter retrieval attempt a detached filter limb was identified. However, there were no reports of a successful filter retrieval. Patient status is unknown at this time. New information received: it was reported that during an unsuccessful vena cava filter retrieval procedure, guided fluoroscopy demonstrated two filter limbs had become detached while attempting to retrieve the filter. One detached filter limb was removed successfully; however, the second detached filter limb remained in the right pulmonary artery. Three days later a second attempt is made to capture retrieve the filter and detached limb were unsuccessfully. No other reported attempts were made to retrieve the filter or detached limb. The patient status at this time is unknown. New information received: it was reported through the litigation process that some time post filter deployment, filter limb(s) allegedly detached. Additionally, filter limb(s) allegedly perforated into organs. Reportedly, the filter was unable to be retrieved during two percutaneous removal procedures, a detached limb was retrieved percutaneously and a detached limb in the right lung remains in the patient. The patient allegedly experienced sharp pains in the right lung. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limbs perforated into organs, detached, and the device was unable to be retrieved. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. The patient experienced pain in the right lung and the right upper thigh. The current status of the patient is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter apex tilted, limbs perforated into organs, detached, and the device was unable to be retrieved. The device has not been removed after two attempted but unsuccessful percutaneous removal procedures. The patient experienced pain in the right lung and the right upper thigh. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven months post filter deployment, multiple attempts using various removal techniques resulted in an unsuccessful retrieval. These multiple attempts eventually resulted in fracture and distal embolus of a small catheter fragment coming from the tip of a 5 fr flush catheter. This 2 x 2 x 5 mm "s" shaped fragment became embedded in a 4th order branch vessel from the left pulmonary artery. After multiple attempts at retrieving this filter there was an increased amount of right tilt to the apex of the filter. Post imaging indicated a slight rightward tilt of the filter apex with left sided struts that extended outside the ivc or in the small accessory renal veins/lumbar veins and a strut detached and embedded in the ivc wall. Therefore, the investigation can be confirmed for retrieval difficulties, a detached limb embedded in the ivc wall, and filter tilt. However, the investigation is inconclusive for perforation of the ivc as it is unclear from imaging whether the filter limbs were outside the ivc or were in the small accessory renal veins/lumbar veins. Per the provided medical records, the multiple retrieval attempts eventually resulted in fracture and distal embolus of a small catheter fragment coming from the tip of a 5 fr flush catheter. Additionally, after multiple attempts at retrieving the filter there was an increased amount of right tilt to the apex of the filter. Therefore, the multiple retrieval attempts likely resulted in the reported filter tilt and fractured catheter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: filter removal: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device code 2616).